Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3 evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted one suture and one needle. The suture was wound in the retainer, but the needle was not parked in the foam of the retainer. Microscopic inspection of the foam noted that no parking marks were present in the foam. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. Additionally, the investigation detected an unreported condition of needle not parked in the foam of the retainer that has no relationship to the reported condition. The root cause was attributed to poor needle placement at module 30 of semi- attaching retaining machine (sarm) #1. This lot consisted of the c-23 needle type and they are smaller in diameter and length compared to other needles processed on the sarm machines. There is less needle to interact and create friction with the cover and foam that holds the needles in place within the universal retainer. The combination of small needle length, wire diameter, as well as needle placement can create insufficient force to hold the needle in place during processing and transportation, causing inaccessible needles. Inac cessible needle can also be due to insufficient height of foam. Improvements have been initiated to mitigate this condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to orthopedic surgery, upon opening the package, there was no needle, only the thread. The product was not used. A new device was used to complete the case.